Manufacturer narrative:
A review of the device history records indicated that the graft was processed and inspected according to procedures and was therefore released following acceptable qa inspections and tests including a 100% visual inspection. No anomaly was found. An examination of the complaint device confirmed the presence of a small isolated flake that most probably comes from the graft coating itself. The most probable root cause is an isolated human error. This anomaly should have been evidenced during quality control inspections. A corrective action is initiated.

Manufacturer narrative:
The investigation is still in progress. No conclusion can be drawn at the time of this report.

Event description:
It was reported that it was found particles inside the product box and the graft lumen. The product was not used.